Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the first balloon was disengaged from the cannula. The obturator was not received. The condition of the device precludes functional testing. The visual inspection of the returned products noted that the second balloon, cannula, valve seals and doors appeared intact. The obturator was not received. Pmv performed functional testing; the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: during lap inguinal hernia ( unilateral) procedure. All pieces of the component were retrieved from the patient cavity. No xray needed to perform. No patient injury. Status of the patient : good.

Event description:
According to the reporter, during a procedure, the device balloon inflated, but it separated and fell into the abdomen of the patient.